Manufacturer narrative:
H6.review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a consumer (con) via a company representative (rep) stated that the patient did not have a pump impl anted at time of hospitalization. She later disclosed after two weeks that she was admitted and had a pain pump also was due for a refill. Outcome: the patient was cleared for surgery, so their infection symptom may have resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that the patient was in the hospital, and they could not get anyone to come fill the pump or get the medication to the hospital. The company representative (rep) stated that at the end of the day, the patient forgot to tell anyone that they had a pump, and the pump ran dry for the last week. The issue was going to be resolved as the technical service (ts) provided code to shut the pump off and will replace the pump today. Additional information was from a consumer (con) via a company representative (rep) stated that the patient was hospitalized due to a procedure that led to an infection. However, it was not related to the pump or programming. It was reported that two of the patient previous pain physicians were contacted but neither agreed to manage the patient until they have seen the patient. However, once she is reestablished, the physician agrees to replace the old pump and catheter. The patient was non ambulatory and was going to be transferred to a long-term care facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.